Event description:
It was reported that the system would intermittently display an overload fault and stop functioning. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board battery; lubricated the high voltage candlestick connectors, and replaced the generator batteries. The system operates as intended.